Manufacturer narrative:
(B)(4). The results of this investigation concluded the majority of cusps 1 and 3 had been previously surgically excised, and outflow thrombus was found on cusp 2. There was no evidence of acute inflammation, and gram stains were negative for organisms. No evidence was found to suggest the cause of the thrombus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
This 21 mm sjm epic valve was implanted on (B)(6) 2014 and was explanted on (B)(6) 2015 due to aortic stenosis. At the time of explant, it is reported there was fibrin on the cusps and pannus in the intraannular region. A 21 mm tissue valve from another manufacturer was implanted. The patient was reported to be stable postoperatively.